Event description:
It was reported that during a percutaneous coronary intervention (pci), stent damage occurred. The calcified and severely tortuous 90% stenosed target lesion was located in the left circumflex (lcx) artery. The stent delivery system for the 3.00x12mm taxus express2 drug-eluting stent (des) was unable to cross the lesion and when it was removed from inside the body, stent damage was noted. The procedure was completed with a different device and there were no complications to the pt. The pt's current condition is listed as "good".